Event description:
It was reported that the healthcare provider (hcp) was unable to fill the reservoir of the pump; there were no issues aspirating it. It was further added that they were expecting to pull out 2.8 ml and withdrew 5ml. On attempting to refill the pump with 40ml of the drug they were able to inject only 30 ml; could not get the last 10 ml in. An attempt was made to withdraw some medication and force it back in but it failed. No medical or therapy problem was reported. Drug delivered via the device was noted as morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the health care provider later reported that the pump was refilled in the office without difficulty.

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: 2009 (B)(6), explanted: unk; device pouch: model: 8590-1, lot #: n167209, implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).